Event description:
It was reported that the stent measured 80mm post deployment. There was an approx. 40% shrinkage (stent foreshortening). The vessel diameter was 5mm. There was no report of injury to the pt.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device PMA p070014 currently distributed in the u.s. The stent remains implanted, therefore no eval could be done. The investigation of the event is currently underway.